Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name) h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo and x-ray investigation revealed that protection sleeve is bent from the distal area of the metal sleeve, therefore assembly of mating devices can be compromised. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-11 flex lon would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.043.033s lot: 10429164 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 13 may 2025 expiration date; 01 may 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a tna sp procedure, as surgeons inserted the protection sleeve (03.043.033s) together with the wire guide 03.043.005, the protection seems normal. Upon removing the wire guide 03.043.005 for the next step, it was seen from the c-arm pictures that the protection sleeve seems deformed. As surgeon proceeded with the next step, they faced difficulty to pass the 12mm flexible drill bit over the guide wire. Along the steps, as they tried to ream with the intramedullary reamer, they needed to exert extra force to push the reamer over the kink as well as to pull the reamer out. It can be seen that the metal component in the protection sleeve was pulled out from the original position as well. There was no harm done to patient, but the surgery was slightly delayed due to the items stuck in the protection sleeve. Surgery was delayed about 30 minutes. Procedure was completed successfully.